Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, tissue was found in the catheter and there was an "apparent hemodynamic change." The wire was unable to be adjusted, and upon removal, the wire was wedged into the catheter with a piece of tissue. The catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the hemodynamic change of a blood pressure drop was determined to be due to anesthesia. Patient did not require any treatment.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751358 was returned and analyzed. Visual inspection noted the spiral array pebax tube was kinked, the slide function was stuck, and the shape of the capture device was unremarkable with no atypical features. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. During deflection testing (rotating the steering knob counter-clockwise), the shaft was unable to deflect as expected. Despite attempts to soften the guidewire lumen with disinfectant, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During dissection of the shaft, entangled electrode wires were observed. In conclusion, the reported tissue in the tip was not observed during testing. The catheter failed the returned product inspection due to a spiral array pebax tubing kink and electrode wires were tangled in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.